Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During the firmware upgrade, the device went into backup. The patient had pocket stimulation due to the event. The device was restored to the old firmware successfully. The patient was stable.